Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, the customer did not enter the correct transmitter ID, and subsequently did not have an active continuous glucose monitor session started, therefore control iq did not adjust insulin delivery as expected. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer continued to use the pump for insulin therapy.